Event description:
This model electrosurgical unit appeared to operate normally, with the exception of unexplainable resets of selected power and other settings via the front panel switchpad. Prior to a case, clinicians pre-set the electrosurgical unit's settings. At a later time, this model electrosurgical unit would reset to the power-on default; as if there was a power interruption. Upon investigation, it was discovered that the internal power regulator integrated circuits were making loose electrical connections to their sockets. Valleylab was contacted, and a device modification was suggested. Valleylab recommended that the regulator sockets be permanently removed, and that the regulators be soldered directly to the circuit board, eliminating the intermittent condition.